Event description:
A surgeon reported a problem of early posterior capsule opacification (pco) (within six months) in some cases out of 225 following intraocular lens (iol) implant surgery. Some of the cases needed a yag laser procedure. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info has been requested.